Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room due to a possible infection at the ipg site with fever and discharge. The patient was prescribed the antibiotic keflex and instructed to follow-up with her physician. Follow-up information indicated the patient followed up with her physician who examined the site and determined the prescribed antibiotic keflex worked well and the scs system is also working well.